Manufacturer narrative:
At the time of this report, the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus (B)(4) will continue the investigation and update the agency accordingly.

Event description:
It was reported that during a surgical procedure the falope ring failed to work properly and cut the fallopian tube. The tubes were cauterized. No further harm to the patient was reported.